Event description:
A falsely positive hcg result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and a negative result was obtained. A d&c was performed on the patient. There was no report of adverse health consequences as a result of the falsely elevated hcg result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated hcg result is unknown. The instrument is performing within specifications. No further evaluation of the device is required